Event description:
It was reported that during follow-up, two non-sustained ventricular fibrillation alerts were observed on the device, but suspected to be noise. Patient refused fluoroscopy. Lead remains implanted. There were no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.